Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, adenomyosis and fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia and iron deficiency anaemia had resolved and the fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009 as per ppf, (B)(6) 2010 as per mr right: a single coil could be seen coming out of the tube left: 5 coils could be seen coming out of the ostia at the end of this received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, anemia, discrepancy : date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2010. Discrepancy noted : previous follow up plaintiff mention date of removal now it is reported have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: test not specified. Result-not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma, adenomyosis and fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia and iron deficiency anaemia had resolved and the fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2009 as per ppf, (B)(6) 2010 as per mr right:a single coil could be seen coming out of the tube. Left: 5 coils could be seen coming out of the ostia at the end of this received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, anemia, discrepancy : date of insertion previously reported as (B)(6) 2009 now it is reported (B)(6) 2010. Discrepancy noted : previous follow up plaintiff mention date of removal now it is reported have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: test not specified result-not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, metrorrhagia and iron deficiency anaemia had resolved and the fatigue, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2009 as per ppf received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: test not specified. Result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received: case become incident previously added injury nos was replaced with dysmenorrhea and new events: pelvic pain, abdominal pain, menorrhagia, metrorrhagia, anemia, fatigue, headaches, nausea, weight gain were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.